Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, failed battery test alarm or battery power loss alarm noted during testing. Pump error 63 alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failures and also received battery failed alert. The customer¿s blood glucose level was 130 mg/dl. Customer was able to clear the alarm and also able to complete insulin pump rewind. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.